Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp edge opening on the posterior due to an unidentified (tear) opening. The fill test inspection was performed and the result is no blockage.

Event description:
Health professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted via asr on (B)(6) 2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Health professional reported right side deflation. Device has been explanted.